Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 02-aug-2028, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(6), ubd: 03-may-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was the patient reported their device did not help their pain at all; a couple of years ago, a manufacturer's representative (rep) attempted to adjust or reprogram settings but this did not provide any relief. The patient commented the trial was good, but the device did not help their pain at all. The patient thinks that their leads may have been placed in the wrong spot, which could explain why the results did not match the trial. Patient added they had to charge their implant every day. Patient has been in a nursing home and the implant battery is empty. The patient also inquired if using a grounding mat would affect the stimulator. The patient stated the implant will eventually be removed and will call their healthcare provider. The agent called technical services and it was stated there were no anticipated issues with the grounding mat, but it is not part of product labeling and has not been tested. The agent left a voicemail with the patient and redirected them to their healthcare provider for further input.